Event description:
My daughter developed severe cornea abrasion and developed corneal ulcer from using acuvue oasys contact lens on (B)(6) 2014. We took immediate medical attention, took her to ophthalmologist on the same day, who put her on antibiotics besilivance on the same day. Her condition worsened and she lost vision on her right eye next day on (B)(6) 2014, her ulcer developed to 5.5 x 6.5mm in size. We took her to ophthalmologist again on (B)(6) 2014 who put her on special formulated antibiotics tobramycin, and vancomycin on same day every 1/2 hour. We followed up with ophthalmologist again on (B)(6) 2014, she has always stored these in contact lens solution and regularly disposed them every 2 weeks. Product: acuvue oasys for astigmatism with hydraclear plus lot number: b00gb2x09w, serial # 7(B)(4), expiry 2018/03.